Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt developed infection and account believes it may be stimulator related. The trial leads were explanted. The issue was resolved.